Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with pericardial effusion and atrial fibrillation suspected to be due to the right atrial (ra) lead. The lead remains in use. No further patient complications have been reported as a result of this event.